Event description:
It was reported that prior to an initial total knee arthroplasty, the packaging of the patella implant was found to be opened. There was no patient involvement and no adverse events have been reported as a result of the malfunction. A second device was used to complete the procedure without complication.

Manufacturer narrative:
(B)(4). G2: foreign: germany. Visual evaluation of the provided photos/returned product found the product was previously opened. The product was part of a loaner kit and was not properly inspected prior to sending to the next customer. The product was delivered unsterile. Device history record was reviewed and no discrepancies related to the reported event were found. The condition of the device when it left zimmer biomet is considered non-conforming to specification. Investigation results concluded that the reported event is attributed to the operator not following the work instructions provided. Reported event was confirmed by evaluation of product and provided photographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.